Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead in segments was returned for analysis. Blood/body fluid was observed on the distal conductor (not obstructed). The inner tubing was kinked/buckled. The outer insulation had cosmetic depressions. The helix was distorted/bent and blood was observed in/on the helix mechanism. The tip seal was observed to be out of position. The lead was flexed within 5cm of the anchoring sleeve.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had a significant spike in the pace sense impedance and an increase in the threshold. The physician said that the suture sleeve was tied down to tight. The lead was explanted and replaced. No patient complications have been reported as a result of this event.